Event description:
It was reported that patient was experiencing ineffective therapy, as a result surgical intervention was undertaken on an unknown date wherein patients full scs system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065849.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.